Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage was confirmed via log file analysis. A review of the event log file contained data spanning approximately 4 days (B)(6) 2024 per timestamp). On (B)(6) 2024 from 13:49:39 ¿ 13:56:08 and 20:23:46 ¿ 20:59:21, while connected to batteries, intermittent power cable disconnect alarms and low power advisory alarms activated due to relative state of charge (rsoc) invalid, red, and yellow faults associated with the black power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved after activating. The driveline was disconnected on (B)(6) 2024 at 20:57:33, consistent with the reported controller exchange. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Per the provided information, the low voltage alerts have not reoccurred since the controller exchange. The patient was reeducated on weekly contact cleanings and indications for recalibrating. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect, low voltage, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged to the backup system controller due to low voltage events with no consultation from the ventricular assist device (vad) coordinator. It was noted that the primary system controller had 24 months on internal battery. The self-test was completed without issue. The event log files captured random low voltage advisory events on (B)(6) 2024 from 20:23 to 20:56 when the system controller was exchanged. The relative state-of-charge (rsoc) values were odd on the black power lead during the low voltage events. The alarms were resolved with the system controller exchange.